Manufacturer narrative:
The explanted products were not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that indicated on (B)(6) 2011 this device and all of the leads were explanted due to multiple infections at the implant site. No additional adverse patient effects were reported.